Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging the ok keypad button was under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/01/2016 with the following findings: the ok button was observed to be under responsive. The up, down and contrast buttons were responsive to button presses. The keypad cover was removed; a crack was found on "ok" button contact. Unrelated to the complaint, the battery compartment was cracked below the grip pad.